Manufacturer narrative:
(B)(6)

Manufacturer narrative:
Sc-8216-50 (sn: (B)(4) device evaluation indicated that the lead passed visual tests performed. The lead was intact and no parts were missing. Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibited normal device characteristics. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain and tenderness/redness at the upper incision site. The physician believed that the patient had a localized infection at the incision site and that it was not device related. The patient was confined in the hospital. Intravenous antibiotics were prescribed. The patient underwent an explant procedure wherein pus was immediately noticed when the site was opened.

Event description:
A report was received that the patient was experiencing pain and tenderness/redness at the upper incision site. The physician believed that the patient had a localized infection at the incision site and that it was not device related. The patient was confined in the hospital. Intravenous antibiotics were prescribed. The patient underwent an explant procedure wherein pus was immediately noticed when the site was opened.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing pain and tenderness/redness at the upper incision site. The physician believed that the patient had a localized infection at the incision site and that it was not device related. The patient was confined in the hospital. Intravenous antibiotics were prescribed. The patient underwent an explant procedure wherein pus was immediately noticed when the site was opened.